Event description:
It was reported that the customer had high blood glucose levels of 11.0 mmol/l. It was reported that the insulin pump had cracks around the battery compartment. It was also reported that the buttons of the insulin pump were unresponsive. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratched display window, cracked case at display window corner, battery tube threads, and missing end capsticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).